Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the alarm showed in arctic sun device was alert 01 (patient line open) at the start of therapy. Mss went through all troubleshooting for alert 01 (patient line open) no flow. Later the nurse switched pads and mss instructed the nurse to save old pads. The therapy was continued in the same device.

Manufacturer narrative:
The device was not returned for evaluation. The reported event could not be confirmed. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines." The lot number is unknown; therefore, a device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the alarm showed in arctic sun device was alert 01 (patient line open) at the start of therapy. Mss went through all troubleshooting for alert 01 (patient line open) no flow. Later the nurse switched pads and mss instructed the nurse to save old pads. The therapy was continued in the same device.